Event description:
It was reported that a few days following implant, low sensing was observed on the lead. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.